Manufacturer narrative:
Date of event: exact date unknown, event occurred in approximately a couple weeks ago. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7074094.

Event description:
It was reported that the patient leads had high impedances. It was noted also that the patient had receive inadequate relief. The patient underwent a lead revision procedure and doing well post operatively. The explanted device was kept at the facility.